Event description:
Rptr stated he performed three blood glucose tests using two different fingersticks with results of 146, 186 and 202 mg/dl. All within ten mins of each other. The last two results being from the same fingerstick. Rptr was not experiencing any symptoms. Meter was brand new out of the box and had yet to need cleaning. Control solution test results were 117 (92-138) mg/dl.